Event description:
It was reported that patient experienced occlusion alarm due to bent cannula event on 06-mar-2026. Bent cannula was attributed to limited site rotation. This event led to high blood glucose event for which the patient treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.